Event description:
Female with heart failure and heartware lvad. Her lactic acid dehydrogenase (ldh) continues to increase and we have needed increasing bivalirudin dosing and have been unable to achieve a therapeutic partial thromboplastin time (ptt). Her CT scan of the chest was negative for any thrombus in the inflow cannula. There was a laminated thrombus on the outflow cannula. She has her known left ventricular apical thrombus. Her lvad function remains suboptimal with low flows due to hvad dysfunction. The patient likely has pump thrombosis causing mechanical complication.